Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. The inline sheath was inserted via the right transfemoral (tf), however, resistance was encountered (calcification) and a 20f non-medtronic sheath was inserted. The delivery catheter system (dcs) was retracted and moved to above the non-medtronic sheath (descending aorta). General anesthesia and transesophageal echocardiography (tee) were performed, and the sheath was pulled while blocking the artery with a "rescue balloon" in the descending aorta. An attempt was made to capture the calcification using a 25mm snare; but was unsuccessful and a dissection occurred. An inguinal region cut-down was performed, and the calcification was removed. A non-medtronic stent was implanted in the external iliac artery (eia) and the procedure was completed. It was reported that the calcification in the eia was rubbed by the sheath and dislodged to a location near the dcs. No closure devices were used. No additional adverse patient effects were reported.